Manufacturer narrative:
Analysis of the lead, lot #v860237, found the lead was bent at the distal end new out of the box.

Event description:
It was reported that, when the health care provider was going to implant the dbs leads, he noticed the lead tip was bent. Another lead was used, and the procedure was completed without incident. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: m924256a003, lot# 082223811a; product type: accessory, product ID: m924256a003, lot# 082225511a; product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.